Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged the whole length and had moved distally 6mm from the proximal markerband. Stent struts were stretched, lifted, bunched and some stent struts were pulled over the distal bumper tip. Stent damage most likely occurred when the stent got caught by the guide catheter. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. Crimp stent markings visible on exposed balloon wall. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. After sufficient pre-dilation was performed with a 2.5x15 maverick and 2.5x15 nc emerge balloon catheters, a 2.75x16mm synergy¿ drug-eluting stent was advanced in the distal lad and deployed, but the patient's blood pressure dropped. After an intra-aortic balloon pump was inserted, a 3.0x28mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, dissection was noticed in the left main (lm) artery and the patient's condition worsened. A 3.5x38mm synergy¿ drug-eluting stent was advanced into the lm but the stent struts were damaged by the guidezilla guide extension catheter. Another 3.5x38mm synergy¿ drug-eluting stent was selected for use but the stent was stretched when the stent protector was removed outside of the patient and therefore the device was not attempted. A 3.5x38 non-bsc stent was implanted and angiogram was performed, but the stent was missing in the mid to proximal lad so another 3.5x38 non bsc stent was implanted. The procedure was completed. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4) . Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00652, 2134265-2017-00583, 2134265-2017-00585. It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. After sufficient pre-dilation was performed with a 2.5x15 maverick and 2.5x15 nc emerge balloon catheters, a 2.75x16mm synergy¿ drug-eluting stent was advanced in the distal lad and deployed, but the patient's blood pressure dropped. After an intra-aortic balloon pump was inserted, a 3.0x28mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, dissection was noticed in the left main (lm) artery and the patient's condition worsened. A 3.5x38mm synergy¿ drug-eluting stent was advanced into the lm but the stent struts were damaged by the guidezilla guide extension catheter. Another 3.5x38mm synergy¿ drug-eluting stent was selected for use but the stent was stretched when the stent protector was removed outside of the patient and therefore the device was not attempted. A 3.5x38 non-bsc stent was implanted and angiogram was performed, but the stent was missing in the mid to proximal lad so another 3.5x38 non bsc stent was implanted. The procedure was completed. No further patient complications were reported and the patient's status was good.